Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a small piece of the permanent cautery hook instrument broke off and fell inside the patient. The rn, supervisor of surgical services in the operating room, stated that while the surgeon was dissecting tissue, a device fragment fell inside the patient. The surgeon could not determine the exact cause of the fragment's detachment. The fragment was successfully retrieved via suction, with no additional pieces found. No further surgical procedure or post-operative tests were required, as the retrieval was visually confirmed. A different l hook was used as a backup instrument. There was no injury to the patient, and the patient has not returned to the hospital with complications related to retaining a foreign object.

Manufacturer narrative:
The permanent cautery hook instrument was received, and failure analysis could not replicate nor confirm the customer reported event. The instrument passed the recognition, engagement tests as well as, passed energy delivery testing in various grip orientations and the electrical continuity test. The instrument was fully functional. No product issue was found. No missing piece was observed.